Event description:
It was reported that the device failed to deploy the second implant.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. This device was received in poor condition. T1, t2 and suture were not returned. The delivery needle tip is visibly bent toward the left and the distal tip is also quite bent upward. Functional test was impossible due to the distorted needle. No root cause related to the manufacture of the device was confirmed.